Event description:
It was reporter that the customer was hospitalized. The caller stated that when the insulin pump was taken off of the customer in the hospital, the battery cap got lost. The customer's blood glucose was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.